Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 224 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No unexpected numbers ramping during testing. Unable to verify battery out limit due to unresponsive buttons. Insulin pump had a cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.